Event description:
Information received by medtronic indicated that the customer noticed a significantly damaged retainer ring, as well as damage to the reservoir and battery compartment chamber. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation, however, it stopped alarming once battery reinstalled. Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test. Unit failed to pass the self test due to pump error 75 occurring. Unable to perform active current measurement and sleep current measurement due to frozen display. P-cap was attached and locked into place properly, however, it was noted as damaged due to cracked retainer & partially broken retainer. Unable to download history files and traces due to frozen display. Unit was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack, motor, and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, stained serial label, keypad overlay texture damage, cracked retainer, partially broken retainer. Critical pump error is not confirmed. Cosmetic damage is confirmed at the retainer ring. Cosmetic damage is not confirmed at the battery compartment. Pump error 75 is confirmed due to moisture damage on the electronic stack and occurring during testing. Unable to download history files and traces due to frozen display. Frozen display is confirmed due to moisture damage on electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.